Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12j11037, h13d08067, h13e02083 and h13e14096 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient was not initially hospitalized for the peritonitis and began treatment with ceftazidime 1 gram daily and vancomycin (dose and frequency unknown). The patient was later hospitalized for a recurrent episode of the peritonitis. Peritoneal dialysis therapy was discontinued, patient's catheter was removed and hemodialysis was initiated. The patient was later discharged from the hospital and recovering from the peritonitis. No additional information is available at this time.